Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (500 milligrams stat, no further details) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.